Event description:
In 2005, the pt was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. The neck of the aorta was short and angulated, the physician stated the pt was not a candidate for open surgery. The trunk-ipsilateral leg component and contralateral leg component were successfully deployed. There was no evidence of endoleaks in the final angiogram. Two monts later, during a follow-up exam, a proxmal type I endoleak was discovered. A re-intervention took place on the following month, and an aortic extender component was placed and resolved the type I endoleak. A follow-up exam in 2007, revealed evidence of another proximal type I endoleak. The physician is on vacation until the end of next month, but is planning a second re-intervention with a palmaz stent. The pt is refusing open surgery.

Manufacturer narrative:
Device remains implanted in the pt. Method - a review of the mfg paperwork has been requested. Also implanted and associated with this event is pxa280300/043061308.